Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10cm proximal to the lead tip into 2 segments. Both fragments were received for analysis. The distal fragment was significantly stretched in the length most likely due to the strong pulling forces applied during the explantation. The returned lead fragments were visually and electrically analysed. The analysis revealed multiple signs of wear along the lead body. Cuts in the insulation were observed and the shock coil was found deformed. The damages occurred most likely during the explantation procedure. Body tissue/fibrotic growth was found on the fixation helix and on the ring electrode. This finding could be related to the complaint as calcification is known to cause high impedances. The available data confirm this clinical observation. The pacing impedance trend curve showed gradually increasing values from 700ohms to 1080ohms in the period between (B)(6) 2016 until (B)(6) 2017. In the time from (B)(6) 2019 until (B)(6) 2019 the measurement values were over 3000ohms. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Livanova provided the following information: gradual increase in impedance on 1cr 65 vigila lead. Consultant decided to extract lead. Upon extraction lead tested via psa and impedance seen to be raised from tip to coil.